Event description:
It was reported that during c-5 to c-7 cervical anterior discectomy surgery, it was observed that the motor device was "missing an orange ring on the inside". The surgery was completed successfully with the actual device as a spare device was not available for use. There was patient involvement reported. No patient or user injuries were reported. There was no medical intervention or prolonged hospitalization. It was reported that the patients' post-surgical outcome was good. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual sample was returned for evaluation.  (B)(4) evaluated the device.  A visual assessment revealed that the motor device was missing o rings. Therefore, the reported condition was duplicated and confirmed.  The assignable root cause was determined to be normal wear from use and servicing.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.